Event description:
It was reported the patient experienced ¿no stimulation sensation¿ following a fall ¿onto concrete¿ one week prior to report. It was stated the patient ¿fell directly on the implantable neurostimulator (ins) that supplies her cervical leads for arm stimulation.¿ it was reported that ¿immediately after she felt¿ the ins site on her right side ¿burnt like crazy.¿ it was reported the patient¿s device could not be interrogated with a physician programmer. It was further reported a ¿device could not be found prompt¿ was observed. It was stated the patient ¿had been getting eight coupling bars¿ prior to her fall and that she had been unable to initiate a recharge session with the ins following the fall. The patient reported a ¿reposition antenna screen.¿ additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37711, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. (B)(4).